Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stroke or cerebral vascular accident (cva) is a well-known complication associated with the surgical aortic valve replacement and less frequently with other valvular surgical procedures. These events can be ischemic or hemorrhagic. Ischemic strokes have many etiologies, including embolization of calcific debris during placement of the aortic cross-clamp or debridement of the diseased aortic valve. Other common causes include atrial fibrillation and embolization from carotid artery lesions. These events can result in permanent impairment of varying degrees. It is clear from a review of the literature that stroke after surgical valve replacement is related to the procedure and patient risk factors, and not the device. In this case, there is an allegation of a possible device relationship by the patient¿s physician. A manufacturing related issue was not identified. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a 21mm valve implanted for two years, five months was diagnosed with symptomatic carotid stenosis. The patient presented to the ed with sudden onset l sided headache and r field blurry vision. The patient received medication and underwent thromboendarterectomy.

Manufacturer narrative:
H11: corrected data: corrected sections f10 (device code), h6. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 21mm valve implanted for two years, five months was admitted for high-risk tia secondary to symptomatic carotid stenosis. The patient presented to the ed with sudden onset l sided headache, transient r field blurry vision, and transient word-finding difficulty. The patient was ruled out for stroke, and symptoms were consistent with tia. The tia was likely due to atheroembolism from ica atherosclerosis with 60-70% stenosis. During admission, tte was performed to rule out endocarditis and showed a well-seated prosthetic aortic valve with normal gradients across the valve and no regurgitation. The patient received medication and underwent left carotid endarterectomy. The patient was discharged on pod #3.

Manufacturer narrative:
A transient ischemic attack (tia) is a transient neurological event that generally lasts only a few minutes, it occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms, which usually occur suddenly, are similar to those of stroke but do not last as long and do not result in permanent impairment. Most symptoms of a tia disappear within an hour, although they may persist for up to 24 hours. Based on the information received the cause of the event cannot be determined. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.